Manufacturer narrative:
The device was received not deployed. The download data shows that the pod completed both first and second priming sequences and was deactivated at the end of second prime. During priming, the rotational sensor failed to transition in the expected number of pulses in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod did not replicate the failure to detent drive stall, and no abnormalities were observed in the rerun data. The investigation confirmed the failure to detent drive stall prevented the needle from deploying during second prime. The exact cause of the hook talons failing to detent the ratchet gear could not be conclusively determined.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that a needle mechanism failure occurred. The pod was worn for less than 1 hour. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone12.8. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.